Event description:
It was reported the tubing of a clearlink system, non-dehp continu-flo solution set leaked. The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device underwent functional testing; including pressure and clear passage testing, and the device performed according to product specifications. Priming was completed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.